Event description:
It was reported by the patient that the patient had a fractured lead. It was later reported by the patient's clinic that the patient's right ventricular [rv] lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient had a fractured lead. It was later reported by the patient's clinic that the patient's right ventricular [rv] lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.